Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. The device manufacturing date is unavailable. Concomitant medical products: other relevant device(s) are: pn: (B)(4), sw version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system, outside of procedure. It was reported that when the manufacturer representative loaded the cranial software for the 2nd case of the day the system exited the software. The exam for the 2nd case had been sent by the MRI tech to the system during the 1st case (in framelink). In between cases the manufacturer representative launched cranial and the exam initially was not there. The exam then popped up and the software exited to a blue screen. A soft shutdown on the system was completed and upon reboot the exam was present and she was able to proceed in the software. No patient present.